Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No direct patient or surgical involvement. Exact date of device breakage is unknown; however, the issue was discovered on (B)(6) 2016 during a pre-surgical check of the instruments. Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: supplier: (B)(4) / packaged by: (B)(4). Manufacturing date: may 2, 2007 no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that a pre-surgical check of instrumentation was conducted on (B)(6) 2016. It was noted that the thumb screw of a holding sleeve would not attach and the tips of a counter torque wrench had broken off. Alternate devices were available for use. The procedure was able to be initiated as scheduled. No direct patient involvement. Both issues were assessed for reportability based upon provided information. At this time, only the broken wrench represents a reportable incident. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
Product investigation summary: the following complaint device(s) were received for evaluation: one (1) holding sleeve with wing screw (part: 394.460 / lot: 8838431 / manufacturing date: march 27, 2014). One (1) counter torque wrench (part: 324.067 / lot: ur75786 / manufacturing date: may 2, 2007). A visual inspection, functional test, and drawing review were performed as part of this investigation. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. The holding sleeve¿s non-reportable complaint condition was confirmed. The counter torque wrench was returned with two of the distal prongs broken off. Although a definitive root cause could not be determined with the given details, it was likely the excessive torsional force in addition to off-axis loading contributed to the complaint condition. The wrench component also shows wear and nicks. Thus, the complaint condition is confirmed, consistent with the reported condition. The condition of the wrench is consisted with excessive torsional force in addition to off-axis loading based on the broken prongs. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.